Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received 650 unopened units. Per bd policy, (B)(4) units were randomly selected for testing. Difficult penetration can be affected by the catheter tip, cannula tip, and catheter drag. Therefore, the penetration and drag force test was performed. Two of the seventy-six units were out of specification for the acceptable cannula penetration force. The failed units were microscopically inspected and found to have damaged needle tips. This was evidence to confirm and support the reported defect. Since the units were sealed, the damage likely occurred during manufacturing. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter tip was damaged. The following information was provided by the initial reporter: "the patient had a large amount of discomfort when inserting the catheter. A slight "flaring" of the tip of the catheter where it inserts over the needle. A small barb at the opening of the bevel. Increased resistance when inserting IV and catheter.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter tip was damaged. The following information was provided by the initial reporter: "the patient had a large amount of discomfort when inserting the catheter. A slight "flaring" of the tip of the catheter where it inserts over the needle. A small barb at the opening of the bevel increased resistance when inserting IV and catheter."